Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The implantable cardioverter defibrillator showed post paced t-wave caused by non sustained right ventricular oversensing. The patient did not receive therapy during oversensing. The device was reprogrammed to resolve the issue. No patient symptoms were reported.